Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's activation went well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed an electrical test performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode array revealed damaged parylene wire coating on an electrode near some electrode contact pads as well as damaged parylene wire coating on an electrode near an electrode contact pad. Damage to parylene wire coating was found on an electrode near some electrode contact pads, and an electrode near an electrode contact pad within the array. Although no electrode shorts were electrically verified due to the electrode being cut prior to receipt, the damage could have caused low impedances values while implanted in the recipient's cochlea. Advanced bionics will continue to monitor the failure modes of this type and will implement corrective actions as necessary. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests from being performed. This is an interim report.

Event description:
The recipient is reportedly experiencing sound quality issues. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.